Event description:
--

Manufacturer narrative:
(B)(4). Additional information provided from the field indicated that the device was disposed of at the hospital and will not be coming back for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a general change-out procedure, a physician was having difficulty removing a lead from the header of this device. The physician thought that the proximal side of the set screw had been loosened when it hadn¿t and tried to remove the lead but to no avail. Upon recognizing the proximal set screw was not loose, the physician tried using a hex wrench but was only able to rotate the screw counterclockwise slightly and the wench broke at one to two millimeters from the distal tip. The detached distal tip remained in the hex slot. A new wrench was used and the lead was able to be removed from the device and the remainder of the procedure proceeded with no further issues. This device was explanted and is no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.